Manufacturer narrative:
Unit passed the displacement test, self test, unexpected restart error test and basic occlusion test. All operating currents are within specification. Off no power alarm functions properly. No motor error alarm noted. Unit was unable to prime during prime/delivery test due to faulty back pressure sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Unit had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was over 500 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.